Manufacturer narrative:
The DHR reviews were performed including an assessment of the production, testing, and release of the analyzer and consumables. No abnormalities or concerns were observed; the DHR indicated that the released product met all specifications. During the service visit by nova technical support improper maintenance of instrument was discovered, the pump tubing was improperly attached at a waste bulkhead and pco2 cap had a small leak. The insufficient reference flow is the most probable root cause for low na and high cl results reported by the customer. The analyzer operated as intended once repairs were performed. The root cause is attributed to an operator error due to improper maintenance. Comparison study data obtained at the user facility was found to be comparable between the reference method, and another phox ultra analyzer. Moreover, the linearity testing shows that the phox ultra analyzer, sn (B)(4), performs as intended. The discrepant na and cl results could not be reproduced during linearity testing.

Manufacturer narrative:
No adverse event or patient impact was reported. Investigation ongoing.

Event description:
On (B)(6) 2019: customer reported low na and high cl results for a patient in emergency department using a nova phox ultra coox analyzer when compared to the laboratory reference analyzer.